Event description:
It was reported that during a da vinci hysterectomy procedure, the surgeon noticed that the wires of the mega suturecut needle driver instrument was exposed and broken. There were no missing or fallen pieces reported. The planned surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument has been returned to intuitive surgical, inc. (Isi) for evaluation with the following findings: the alleged issue was confirmed. Grip cable was broken at the distal idlers. Idler pulley spins freely and was not damaged. Cable segment sticks out at the wrist. Other cables at the wrist were not damaged. Additional observation not reported by the site was that there are indentations/burrs on the inner pulley and visible scratches on the surface of the pulley. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.